Manufacturer narrative:
The root cause of the incident could not be determined at this time. Waiting on return of device for further investigation. The device history record for the device lot was reviewed and there were no indications of a manufacturing problem or defect.

Event description:
Procedure performed : percutaneous insertion of pedicle screws. Levels implanted l1-s2. It was reported on (B)(6) 2019, intra-op, the taper tip of the pak needle was broken and remains in the vertebral body of the patient. Some drilling down the pedicle had to be done to try and retrieve the portion of the pak needle that had broken off. The product came in contact with the patient. There were no patient symptoms or complications as a result of this event.